Event description:
Product implant date is greater than the use by date (ubd).

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3987a, lot# n105368, implanted: 2008 (B)(6); product type lead product ID 3708320, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708320, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3987a, lot# n106122, implanted: 2008 (B)(6); product type lead. (B)(4).